Manufacturer narrative:
Catalog #441743, s/n (B)(6): the customer is reporting there is a false positive reported from the instrument. Through remote assistance, information was shared regarding growth units versus threshold positivity. The customer discovered the original sample had a high bacterial load so the analysis made sense. Per the customer, they no longer have questions about the false positive and consider this issue resolved. A review of the instrument's log file showed conditions as normal - no instrument issues noted. The root cause cannot be determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Some of this information was recorded in the related case (B)(4). Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and the related case has been closed - (B)(4). No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with instrument performance/operation related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using bd bactec¿ mgit¿ 320 instrument, there was a false positive result. There was no report of adverse impact to patient.

Event description:
It was reported while using bd bactec¿ mgit¿ 320 instrument, there was a false positive result. There was no report of adverse impact to patient.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.